Manufacturer narrative:
(B)(4).

Event description:
Dexcom was contacted on (B)(6) 2016 to claim no audio output on (B)(6) 2016. Reporter's relationship to the patient is not known. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the test failed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.